Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. In process of return.

Event description:
It was reported that during a surgery, upon opening of this product it was noticed that the obturator was fractured. The surgeon used an alternative same product to complete the surgery. There were no reports of complications. No further information is available at this time.

Manufacturer narrative:
Examination of the returned device confirms the reported material fracture. Review of device history records identified no related manufacturing deviations or anomalies that would have contributed to the reported event. Root cause was undetermined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.